Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for three patients with the cobas 6000 e 601 module. Note: the unit of measure was not provided for the following results. Patient 1 the initial result was 6811 and the repeated result was 15371. Patient 2 the initial result was 1789 and the repeated result was 2768. Patient 3 the initial result was 31 and the repeated result was 62. The questionable results were reported outside the laboratory.

Manufacturer narrative:
The issue was solved by liquid flow cleaning of the measuring cell (lfc). This indicates a temporary contamination of the measuring cell by an insoluble substance. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.